Event description:
The patient reported their neurostimulator has migrated close to the surface of the skin which causes sensitivity and irritation from rubbing on socks and shoes. Additionally, the patient reported uncomfortable stimulation and they have not worn the device for over six months. The patient has moved to another state and has established care with a practice that is willing to do an explant or a revision procedure. However, the procedure has not yet been approved or scheduled.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy, implanting the device off-label, and not achieving paresthesia on the table have been ruled out as potential causes. However, migration was confirmed via x-ray. The patient has reportedly experienced falls and surgeries since their implant procedure which may have caused migration. The stimulator is used to treat pain. The cause of the uncomfortable stimulation and irritation is due to migration. However, the cause of migration is due to severe force applied to the implant (patient fall, accident) as the patient has experienced falls and surgeries since their implant procedure (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy, implanting the device off-label, and not achieving paresthesia on the table have been ruled out as potential causes. However, migration was confirmed via x-ray. The patient has reportedly experienced falls and surgeries since their implant procedure which may have caused migration. The stimulator is used to treat pain. The cause of the uncomfortable stimulation and irritation is due to migration. However, the cause of migration is due to severe force applied to the implant (patient fall, accident) as the patient has experienced falls and surgeries since their implant procedure (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Event description:
The patient reported their neurostimulator has migrated close to the surface of the skin which causes sensitivity and irritation from rubbing on socks and shoes. Additionally, the patient reported uncomfortable stimulation and they have not worn the device for over six months. The patient has moved to another state and has established care with a practice that is willing to do an explant or a revision procedure. However, the procedure has not yet been approved or scheduled. Additional information was received on may 12, 2025. An explant procedure was successfully performed on (B)(6) 2025 and the surgery went as expected. No further issues have been reported.